Event description:
I applied a dexcom g6 sensor to the skin of the back of my upper arm. I noticed itchy and pain the following day but due to expense and necessity of medical device I left the sensor on for 6 days at which point I removed it due to discomfort. In the shape of the adhesive was a red, blistering, oozing wound. I have noticed these reactions now for about 2 months with this product. As a diabetic anything that harms the skin or leaves an open wound is typically a bad idea- for the leading product in management of diabetes to be causing harm and dexcom not providing any assistance or working to resolve this is not safe. Unable to do any testing as dexcom has not supplied list of adhesive ingredients upon request. I also believe the inflammation at the site is reducing the devices accuracy when it comes to blood sugar readings. With this product being FDA approved, I would assume there is a list of ingredients somewhere that could be provided to all the diabetics who are now reacting to dexcom adhesive.